Event description:
During pt treatment with the model 3100a, the pt was temporarily removed for suctioning. When attempting to return the pt to the 3100a, the user reported being unable to repressurize the 3100a. The pt was placed on another 3100a without compromise.